Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks and gouges on the device indicative of repeated use and the device had fractured. The device was submitted for further analysis. Analysis of the fracture surface identified the device was possibly subjected to a low number of fatigue cycles before complaint failure via overload. DHR was reviewed and no discrepancies were found. This device has an approximate field age of 4 years 10 months, and has been used in an unknown number of surgeries. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported during knee surgery, the top of an impactor pad broke during normal use. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.